Manufacturer narrative:
Five months post implantation of a trapease filter on follow-up images, it was noted that there was a fracture of the filter and a fragment of the filter embolized to the lung. Three sheets of received x-ray film were submitted for review by an independent interventional radiologist. It was reported that images from the implantation procedure are shown. Inferior venacavogram performed from a left femoral approach shows normal ivc anatomy. Inflow from the renal veins is well delineated bilaterally. There is no evidence of ivc thrombus. Subsequent images show deployment of a trapease ivc filter at the level of l3-l4. The filter is tilted in superior inferior plane. The superior cone is pointed laterally at approximately 45 degrees and the inferior cava is pointed medially. There are degenerative changes of the lumbar spine noted most prominently at l3-l4 where marginal osteophyte formation is present. Two additional images are from a lumbar spine plain film study dated five months later. The filter remains at the level of l3-l4 and is unchanged in position or orientation. There is fracture of 2 posterior body struts. One of the struts appears to be missing suggesting embolization of this fragment. The other strut is pointed towards the ivc lumen. The fracture struts are immediately adjacent to a large marginal osteophyte extending from the superior plate of l4. No images of the lungs are provided to determine the location of the reported embolized fragment. Complete evaluation of this complaint is limited due to the paucity of images and clinical information provided. From the limited information, it appears most likely that the source of the nitinol fatigue in this patient was extrinsic compression from adjacent large marginal osteophytes extending from the superior plate of l4. There is no history available of trauma or abdominal procedures to suggest another etiology of this event. The filter remains in unchanged orientation and position since initial placement and the superior and inferior columns remain intact. There is no suggestion that the filtering ability of this device would be impaired by these 2 strut fractures. The reported embolized fragment cannot be assessed as no images are provided showing the location of this piece. The fractured/separation of the trapease was confirmed with review of provided images. Filter strut fracture is a known potential adverse event associated with vena cava filter implantation procedures and is listed in the IFU as such. The device is not available for analysis; it remains implanted. The lot number of the implanted device is not known; therefore a device history record review cannot be completed. Based on the independent review of the available films, there are identified patient anatomical factors that may have contributed to the fracture. Therefore, no corrective actions will be taken at this time.

Event description:
The interventional radiologist reported that films confirmed that the trapease filter was broken/fragmented and embolized to the lung of the patient. The head vascular technician will send copies of the films for investigation and review.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Initial report indicated that the event date was (B)(6) 2001. The actual event date was (B)(6) 2010.